Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-nov-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she met with a manufacturer¿s representative (rep) on (B)(6) 2019 and the rep ¿ran tests¿ on her device and told her that everything looked fine with the implant. The rep reprogrammed the patient at that appointment. The patient reported that a couple of days after meeting with the rep, she noticed her ins was not decreasing in battery charge, even though she was using it 24/7. The patient was suspecting a ¿wiring issue.¿ the patient reported that she had only charged her ins two times since (B)(6) 2019. The patient also reported that once in a while since (B)(6) 2019, when she was laying in bed, stimulation would ¿startup¿ suddenly in her left leg only. No further complications were reported.